Manufacturer narrative:
Customer returned pump for an alleged pump error 41, 43 and 53 as well as a unexpected battery power loss found on jul 5, 2021. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Pump did not pass the sleep current test due to a software error. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump error 53 (line number 0 7948 0 file number 1 13615 1) was found in the history files on jul 5, 2021 at 2:52. Problem isolated to the electronic assembly as per global logic analysis esf# (B)(4). Pump error 41 on june 29, 2021 at 20:13 was found in the history files. Pump error 43 on jun 29, 2021 at 20:13 was found in the history files caused by a damaged motor home switch. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed the ngp system board test. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube) and minor scratches on lcd window. In summary, customers alleged unexpected battery power loss was not confirmed, however, pump error 41, 43 and 53 were confirmed in the history download. Pump error 53 was caused by software damage isolated to the electronic assembly. Pump error 41 and 43 are caused by a damaged motor home switch. Failed sleep test was due to a software error on electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.